Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2015, in order to change the abutment. The patient was then treated with topical antibiotics (duration not reported).